Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the patient's biliary tree performed on (B)(6) 2015. According to the complainant, during the procedure, the white sponge located in the device was found inside the biopsy channel of the scope. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".